Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient¿s epidural was initiated at 0256 with a 5 ml bolus, and at 0257, the infusion was programmed to programmed intermittent epidural boluses (pieb) mode, delivering 7.5 ml every 45 minutes with a patient controlled epidural analgesia (pcea) option of 5 ml every 15 minutes, and a maximum of 24 ml per hour. During the 0715 handoff between the night and day shift registered nurses, the pump showed 8 pcea attempts (6 successful), a total of 70.2 ml infused, and 178.6 ml remaining. Anesthesia administered three boluses during the day shift, though only one 5 ml bolus via the bag was documented at 1433. At the 1515 handoff, the infusion rate was noted to have been increased to 9 ml every 45 minutes though not documented by the anesthesia team, and the day shift nurse believed it occurred earlier in the shift. The pump values at that time, after subtracting the night shift data, showed 6 pcea attempts (all successful), 116.7 ml total infused, and 61.9 ml remaining. Around 1630, the pump alarmed for low volume, and the patient requested a replacement epidural. Anesthesia responded and, although not documented, the device was observed by the registered nurse to give a bolus and restart the infusion at 1640. In 1845, the pump alarmed again for low volume, but the bag was not changed due to the patient being called to surgery. At 1906, the pump was disconnected as the patient went to the or, and by 1940, it was stopped, showing the bag was empty. Based on the infusion rate and 4 pcea attempts, the nurse estimated an additional 61.9 ml had been infused. At 1934, two registered nurses documented that approximately 189 ml was wasted, based on the estimated infused volume and the remaining contents observed in the bag. Pharmacy confirmed that no additional epidural bags were dispensed for this patient, and each bag started with 250 ml. There was patient involvement, and unknown signs or symptoms experienced.